Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the there was no adverse impact to the customer¿s blood glucose.